Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (segments missing with moisture) issue. It was alleged that there were segments missing in the display, and there was moisture in the battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2017 with the following findings: during investigation, the pump was powered on and the display was found to be blank. Corrosion was observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump was opened and moisture damage was identified on the printed circuit board. It was determined that moisture damaged was the cause of the display failure.